Event description:
It was reported on (B)(6) 2014 at 10:41 am est that the md was calling to discuss augmentation pressures. The patient had a 40cc fiberoptix sensor (fos) intra-aortic balloon (iab) inserted at another facility on (B)(6) 2014 for triple vessel disease and then transferred to this facility post iab insertion for CABG (coronary artery bypass graft surgery) scheduled tomorrow. The md stated that augmentation had been less than the patient systolic pressure since patient arrived. Medication was IV integrilin. A cxr (chest x-ray) done this morning did verify the correct position of the iab at the second intercostal space. The md and the rn caring for the patient verified that the fos cable was not connected to the pump as this facility does not use the fos balloons. The clinical support specialist (css) verified that the intra-aortic balloon pump (iabp) was pumping with no alarms. The current assisted pressures were 100/92/78/94; unassisted pressures were 105/83/88. The md said that the pressures have remained relatively unchanged since the patient's arrival. We discussed some possible reasons for less than expected augmentation including position of the iab (correct position verified by cxr this am), size of the iab and the patient's own stroke volume is the same or better than the lab volume. The md said patient also has been tachycardia (120/min) which would decrease the ventricular filling time. The css and md reviewed, although augmentation is not as high as expected, the goals of therapy are being met with afterload reduction and increased perfusion based on the assisted and unassisted pressures. The md verbalized understanding of all above. The css then spoke with an rn to obtain iabp information. At 12:12 pm est a call was received from the rn. The iabp was now in 1:2 and the rn had questions about the pressures displayed. The css reviewed the relationship of the assisted and unassisted pressures and how they do reflect afterload reduction which is the goal of the iabp. The rn told the css that she could not locate a copy of the iabp manual for her reference. The css sent her an electronic copy of the manual via email. The rn had no further questions at this time. At 2:02 pm est a call was received from the cardiology fellow. The fellow said there was a small amount of clear condensation in the helium driveline tubing and she was concerned this could indicate a leak in the iab. The css explained that the iab has a semi-permeable membrane so some serous fluids could enter the membrane, but blood cells are too large to cross the membrane unless there was an abrasion. The css and fellow discussed blood in the driveline would indicate an abrasion necessitating removal of the iab. The css also explained the drain task that the pump performs at regular intervals, the water condensation bottle and its location and the alarms indicating a helium loss/iab rupture. The fellow did confirm again it was a small amount of clear condensation. The iab was inserted via a sheath in the patient's femoral artery. The patient continued to receive iabp therapy. It was noted that the pump used for this event was an autocat2wave, s/n (B)(4). The fellow verbalized understanding of all above and has no further questions at this time. On (B)(6) 2014 at 12:16 pm est another hotline call was received from the md to discuss augmentation pressures. The md told the css that when he first saw the patient on (B)(6) 2014 he noted that the iab volume displayed on the pump console was 2.5cc and it remained at that volume today. The css explained that if the iab has been pumping with only 2.5cc volume for at least 24 hours the recommendation would be to remove the iab due to increased risk of thrombus formation on the lab membrane. The css explained to the md that they will not test the connector at this time since it may dislodge possible clots. The css requested that the md save the iab after removal as well as all driveline tubing and connectors. The md will determine with the interventional cardiologist if they will exchange with a new iab or just remove this one. The md verbalized understanding of all above. Additional information received from the sales representative (sr) at 2:149 pm est stated that she phoned the md on his cell. There was no response so she left a message. The sr then corresponded via text message. The md promised to make sure that nothing is thrown away when the iab is removed. At 2:17 pm est the md phoned back and told the sr that the iab had not been removed as of yet due to patient on integrilin and heparin drips. They stopped the heparin drip and were waiting for lab values before pulling out iab. The sr and md discussed making sure bleed back from insertion site when iab is removed. They will be watching for any signs of mental/loc change and monitoring circulation of leg extremity closely. At 3:37 pm the sr was notified by the md via text that the iab was removed and "thrombus seen on iab in crevices where it didn't expand fully." The sr inquired as to patient status and if patient was okay and the md answered "sure, he's fine." On (B)(6) 2014 the sr visited the hospital." The patient was doing well as of 7 am today (B)(6) 2014 when he was sent to the operating room for his planned bypass surgery. They did not insert another iab after the original iab was removed. The patient did not show any signs of neurologic deficit or any problems with the extremity per the nurse who had cared for him up to 7 am. They are consulting with the director of biomed and will follow up with the sr. They are keeping the pump out of service until it has a thorough check from biomed. "

Manufacturer narrative:
(B)(4).